Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, the device was working fine and then went into standby mode a few times. They did not receive an error code. The tissue pad melted off, but did not fall into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Added additional information. The device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.